Event description:
Holmium laser brought into o.r., plugged into wall socket, and then turned on. The power was not on and called charge nurse. When surgeon was ready for the laser, power was still not on, facilities was called and they said power was on. The laser was taken to another room for testing and facilities came to o.r. To test and repair the wall socket. The wall socket was repaired by facilities. The laser was turned on and a fiber was attached, then the laser would not go to ready status, the laser remained on standby status. At that time, a new laser was brought to o.r.